Manufacturer narrative:
Explant date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their device removed because it was not helping them. Caller didn't have any further details about the patient's therapy history with the device. Caller was working with the healthcare provider who removed the device to make sure it was fully removed, that was unknown at the time of the call. The system was removed in (B)(6) 2018. No further complications were reported or anticipated.